Event description:
Or (operating room) received a lap chole pack for a 7:30am case. The pack only contained 3 lap sponges, which is the incorrect number of sponges indicated on the packaging. Manufacturer response for laparoscopic cholecystectomy pack, (huntsville lap chole) (per site reporter) response unknown at this time.